Manufacturer narrative:
Investigation found ec 45 in pump history on (B)(4) 2010. New pump's software was installed on (B)(4) 2011 in field. Reference recall number z-1870-2011.

Event description:
Customer experienced ec 45.